Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she has been having problems with the sensor. The customer stated that she was feeling funny; her blood glucose reading was 59 mg/dl, while the sensor was reading 118 mg/dl. The alarm did not go off. The customer stated that she was hurting in the area and was so happy to remove it. The customer stated that her blood glucose was really low, and she suspended the pump. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer was advised about optimal calibration protocol and how sensor calculates.